Event description:
A dialysis facility reported that a patient complained of weakness and became hypotensive during a hemodialysis treatment. The patient was given mannitol and 700 ml. Of saline. Symptoms were relieved and patient was discharged in stable condition. Based on the report weights, saline given and what the machine had indicated was removed, there was a fluid loss variance of about 2 kg.